Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient experiencing discomfort. According to the physician, the patient had premature wear. The device remains implanted. No further information is available.

Manufacturer narrative:
D10: 164-02-08 - element-stem, collarless w/ha, high offset, sz 8: (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1, cluster: (B)(6), 01-032-03-3294 - universal cup, head, delta, 32mm, -4: 1711.7523.217/001. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.